Event description:
No blood glucose levels reported. It was reported that the rod pushing the insulin forward in the insulin pump has failed a couple of times. The customer reported that they were able to clear the alarm and continue with insulin pump therapy. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.